Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain sometimes after my essure device was implanted"), genital haemorrhage ("persistent bleeding") and basedow's disease ("graves disease") in an adult female patient who had essure (ess205) (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)), cesarean section in (B)(6), vaginal delivery, delivery on (B)(6), ex-smoker and hyperthyroidism in (B)(6) 2008. Patient does not drink significant alcohol. Denies illicit drug use. Previously administered products included for vomiting: antiemetic on (B)(6) 2012; for birth control: nordette from (B)(6) 2005 and nordette from 1996 to 2003. Concurrent conditions included obesity, postpartum state, penicillin allergy, allergic reaction to antibiotics, headache since (B)(6) 2008, pharyngeal erythema since (B)(6) 2012, cardiac arrhythmia since (B)(6) 2012, cholesterol levels raised since (B)(6) 2012, hypothyroidism since (B)(6) 2012, urinary incontinence since (B)(6) 2012, hypotensive episode since (B)(6) 2012 and ovarian serous cystadenofibroma since (B)(6) 2012. Family history included thyroid disorder (grandmother). Concomitant products included anesthetics nos and thiamazole (methimazole) since (B)(6) 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), back pain ("lower back pain"), hypothyroidism ("hypothyroidism"), depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)") and flank pain ("side pain"). The patient was treated with levothyroxine sodium (synthroid), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (thyroidectomy on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, basedow's disease, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, weight increased, back pain, hypothyroidism, depression, dysmenorrhoea and flank pain had resolved. The reporter considered back pain, basedow's disease, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Healthcare provider told that her tubes had grown closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion slightly enlarged uterus; in (B)(6) 2006: total bilateral occlusion slightly enlarged uterus on (B)(6) 2012, the specimen received in formalin labeled designated left fallopian tube consists of a tubular portion of pinkish tan fimbriated fallopian tube measuring 6.5 cm in length x 1.1 cm across. Attached to the fimbria is a smooth whitish firm nodule measuring 1.4 x 1.2 x 0.7 cm. Upon sectioning of the tube no additional nodules are noted. The specimen also consists of multiple irregular pieces of pinkish yellow firm tissue ranging from 1.5 cm up to 10.0 cm. These fragments measure 13 x 12 x 1.4 cm in aggregate and weigh 54 grams in aggregate. Accompanying these separate fragments is a recognizable portion of fallopian tube with fimbria measuring 4.5 cm in length x 0.6 cm across. The firm fragments are sectioned to reveal homogeneous yellowish pink parenchyma with no discrete nodules detected. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: new reporters, patient demographic information, historical conditions, family history, product indication, stop date, lot no, treatment medications, concomitant medication, vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, fatigue, migraines, weight gain, back pain, flank pain, basedow's disease, hypothyroidism and depression added. Event pain amended pain sometimes after my essure device was implanted and coding updated to pelvic pain. Outcome for all the events added as recovered / resolved. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain sometimes after my essure device was implanted"), genital haemorrhage ("persistent bleeding") and basedow's disease ("graves disease") in an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006), cesarean section in (B)(6) 2004, gravida, delivery on (B)(6) 2006, ex-smoker and hyperthyroidism in (B)(6) 2008. Patient does not drink significant alcohol. Denies illicit drug use. Previously administered products included for vomiting: antiemetic on (B)(6) 2012; for birth control: nordette from (B)(6) 2004 to (B)(6) 2005 and nordette from 1996 to 2003. Concurrent conditions included obesity, postpartum state, penicillin allergy, allergic reaction to antibiotics, headache since (B)(6) 2008, pharyngeal erythema since 20-jan-2012, cardiac arrhythmia since (B)(6) 2012, cholesterol levels raised since (B)(6) 2012, hypothyroidism since (B)(6) 2012, urinary incontinence since (B)(6) 2012, hypotensive episode since (B)(6) 2012 and ovarian serous cystadenofibroma since (B)(6) 2012. Family history included thyroid disorder (grandmother). Concomitant products included anesthetics nos and thiamazole (methimazole) since (B)(6) 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), back pain ("lower back pain"), hypothyroidism ("hypothyroidism"), depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)") and flank pain ("side pain"). The patient was treated with levothyroxine sodium (synthroid), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (thyroidectomy on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, basedow's disease, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, headache, weight increased, back pain, hypothyroidism, depression, dysmenorrhoea and flank pain had resolved. The reporter considered back pain, basedow's disease, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Healthcare provider told that her tubes had grown closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion slightly enlarged uterus; in (B)(6) 2006: total bilateral occlusion slightly enlarged uterus on (B)(6) 2012, the specimen received in formalin labeled designated left fallopian tube consists of a tubular portion of pinkish tan fimbriated fallopian tube measuring 6.5 cm in length x 1.1 cm across. Attached to the fimbria is a smooth whitish firm nodule measuring 1.4 x 1.2 x 0.7 cm. Upon sectioning of the tube no additional nodules are noted. The specimen also consists of multiple irregular pieces of pinkish yellow firm tissue ranging from 1.5 cm up to 10.0 cm. These fragments measure 13 x 12 x 1.4 cm in aggregate and weigh 54 grams in aggregate. Accompanying these separate fragments is a recognizable portion of fallopian tube with fimbria measuring 4.5 cm in length x 0.6 cm across. The firm fragments are sectioned to reveal homogeneous yellowish pink parenchyma with no discrete nodules detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.